Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0y3fc, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
It was reported that the patient worked at a prison and when they sometimes forget to bring the programmer with them it caused issues for them. This was because when they walked through metal detectors because they were not able to adjust or turn the stimulation from their implantable neurostimulator (ins) on/off. When they walked through metal detectors, the patient stated that there settings increased and jolts it up. It was noted that it also jolts the patient in all the wrong places and was uncomfortable for them. The patient stated that they are purchasing another programmer from the healthcare professional's office. The indications for use for the implanted device were noted as urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.